Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump act button sticks. Customer's blood glucose level was unknown. Customer reported that reservoir will screw on correctly because it was stripped. Customer declined 24 hour helpline. The insulin pump will not be returned for analysis.